Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple non-sustained right ventricular oversensing episodes due to myopotential oversensing were noted on the implantable cardioverter defibrillator. It was suspected that the myopotential oversensing was due to an enlargement of the myopotential signals by the programming of the device. The oversensing was not reproducible in clinic. The device was reprogrammed. The patient was well before and after the programming.